Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address shoulder dislocation & poly cup wear.

Manufacturer narrative:
The complaint description states that there was a shoulder dislocation and pe cup wear. The devices associated to the complaint were not returned for analysis. No other analysis was possible because the batch number were not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.